Event description:
Preparing dose of chemotherapy to fill an arrow pump. Staff used the formulas provided by the co to prepare the dosage. The formula for leucovorin results in a dose many times the maximum recommended. The co was not very supportive in trying to resolve the discrepancy in calculations. The medications did not reach a pt; the pharmacist prepared pump with 200 mg leucovorin. The pharmacist discovered the error before medication was prepared.